Event description:
It was reported that during a code, the device failed to deliver energy to a pt and turned itself off several times. A female pt was at the customer facility for a magnetic resonance imaging (MRI) procedure, and it was reported that she went into anaphylactic shock shortly after being injected with MRI dye. Someone went to retrieve the device following the pt reaction and was reported to drop it on his/her way back to the pt. The pt did not survive the event. There were no further details on the event and/or the pt provided. A clinical review of the reported event determined that there is no sufficient info available to conclusively determine the impact of the device use on the pt outcome, as the device event record was not available for review. However, the code summary record showed several device power on/off's, and there was not any defibrillation shocks delivered to the pt. The facility biomed evaluated the device and found several event codes logged repeatedly in the memory on the day of the event. However, the reporter was unaware if the event, however, the reporter was unaware if the event codes/service light occurred prior to the event, device drop.

Manufacturer narrative:
(B)(4): physio-control's initial device eval verified the reported several event codes logged in the memory. However, physio continues to investigate the reported event since the customer has quarantined the device for internal investigation. Physio-control is anticipating the device return to the manufacturing facility for further analysis and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.